Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an over infusion occurred. The pump was alarming ail and the tacrolimus 24 hr infusion bag was completely dry. The bag was hung at 15:00 and was empty by 05:30. Intended programming was 4.2 ml/h (rate), 0.01 mg/kg/day (dose). Total drug amount 0.7 mg in 100 ml. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.